Event description:
It was reported that the patient experienced a shocking sensation. Impedances were measured and were normal, and reprogramming was performed, but did not resolve the issue. The patient's entire implantable neurostimulator (ins) system was explanted. The patient outcome was reported as "doing well." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model: 3889-28, lot #: v481126, implanted: (B)(6) 2010, explanted: (B)(6) 2012; programmer model: 3037, serial #:(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 3058 (B)(4) showed no anomalies. Analysis of lead model 3889-28 lot# v481126 showed no significant anomalies.